Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that during a procedure there was no vacuum. Two cassettes gave an error message during priming. A third cassette did not have vacuum anymore. The case was completed using manual technique. Additional information has been requested but not received.

Manufacturer narrative:
The system was examined and the reported event was replicated. The company representative the active irrigation was replaced to resolve the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on march 31, 2015. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming active irrigation. This is the fourth complaint reported for this finished goods consumable lot. However, this is the third issue for this lot. Review of the device history record (DHR) indicates the order was built to specification. The returned used sample was visually and functionally tested and passed testing, post-surgical debris was found in the cassette housing and drain bag. Per the customer¿s report, the sample failed during the initial setup/priming sequence for the procedure. As post-surgical debris was found in the cassette housing, this suggests that the samples were reused. It is not noted in the file if the customer reprocessed or reused the samples; however, since surgical debris was found in the cassette housing this suggests otherwise. It has been found in lab testing that excessive use of any single use product may contribute to functional breakdown. The directions for use (dfu) states that products are validated for single use only and should not be reprocessed or reused. Upon testing, no system message codes were displayed nor were any contributing factors to display the system message codes identified. The root cause of the customer's complaint could not be established; the returned sample met specifications. However, a potential root causes is reuse as post-surgical debris was found in the cassette housing. This is the fifth complaint reported for this fluid management system (fms) finished goods consumable lot. However, the second for this issue. Review of the device history record (DHR) indicates the order was built to specification. The five returned samples were visually and functionally tested and passed testing. No contributing factors could be identified that could cause the customer's reported issue. The system operator's manual provides instructions regarding the loss of aspiration/suction issues. The root cause of the customer's complaint could not be established; the returned samples met specifications. The manufacturer internal reference number is: (B)(4).